Event description:
Dealer states that the customer's chair wobbles. They originally thought it was an electrical issue, but or technician confirmed it is a wobbly seat post.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.